Event description:
It was reported that following a refill session, the patient experienced shaking of hands and legs, sweating and high blood pressure. The patient's husband believes that the wrong medication was administered on the date of the refill. It was also reported that the patient was hospitalized three times for related symptoms. The pump was used to deliver bupivacaine, clonidine and sufenta; concentration and dosages were not reported. Additional information has been requested from the hcp, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
.